Event description:
The contact stated that she tested the customer's blood glucose and received a reading of 123 mg/dl. The customer was not acting normal, so she called the paramedics. When the paramedics arrived, the customer was not responsive, and they tested his blood glucose at 48 mg/dl. He was given IV glucose, but was not hospitalized. The customer did not have any strips left, but the meter is to be returned for evaluation, and a replacement meter will be sent.